Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range shock impedance alert. Technical services (ts) review of historical data confirmed that the pattern of fluctuation had been present since implant. Ts recommended system reprogramming and continue routine monitoring. This rv lead remains in service. No adverse patient effects were reported.